Event description:
It was reported that during the use of the fast fix 360 the surgeon implanted the first anchor into meniscus, then implanted the second one, when he pulled out the needle and sutures, the sutures came out and they were unattached to the anchor. No patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.